Event description:
The pump was reported to not alarm and allow an infiltration to occur during an infusion of an unknown medication. The pt's thumb had to be amputated as a result. Following this incident, the pt passed away due to unrelated causes.